Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: device not received yet.

Event description:
There was no patient involved enduser alleges that sam350p unit will not power up with pad pak lot#j0144 expiry 2021; non fsca unit.

Event description:
There was no patient involved enduser alleges that sam350p unit will not power up with pad pak lot#j0144 expiry 2021; non fsca unit.

Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 28th february 2017. The pad-pak DHR for lot no. J0144 was reviewed and showed that this was 1 of 216 pad-paks manufactured in this lot. Each pad-pak was subject to a battery voltage test on the 14th march 2017 with 2 recorded fails for no voltage. These were investigated under eval-00224 and scrapped. 213 pad-paks from this lot were shipped to ¿heartsine llc.¿ on the 15th march 2017. The device was returned for will not switch on with pad-pak lot number j0144. The sam pad device was successfully power cycled on multiple occasions throughout the investigation with the returned pad-pak installed. The device performed to specification throughout testing at heartsine. The device was temperature cycled between 0-50°c for 48 hours while performing a self-test every 20 minutes. Additional stress testing was carried out at 50°c 95%rh for 5 days while performing a self-test every 20 minutes this combined testing equates to approximately 9.5 years of normal use without fault. As the device performed to specification throughout testing at heartsine and the device was successfully manually power cycled on the 25th april 2018, it is possible the user had incorrectly installed the pad-pak within the device resulting in the device failing to power on. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.